Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, does not recognize upstream occlusion was not reproduced. Evaluation performed upstream occlusion test and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize upstream occlusion during power up. There was no patient involvement. No additional information is available.